Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the source of the noise could not be determined, other than being reproducible via pectoral/isometrics. The rv sensitivity was adjusted, and the patient's latitude data will be reviewed monthly.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) and shock channels, resulting in approximately 2 seconds of pacing inhibition for this patient with complete heart block. Troubleshooting options were questioned. Technical services (ts) reviewed other episodes in the arrhythmia logbook and noted previous episodes of noise. Ts discussed possible electro magnetic interference (emi) as the source of the noise. It was noted that all other lead measurements were within normal limits. The noise was able to be recreated with isometrics, but was not sensed by the device. Ts advised also trying valsalva, deep breathing, and coughing to determine if the noise was diaphragmatic in nature. This, as well as programming changes, would be further discussed with the physician. No adverse patient effects were reported.